Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The humeral cup did not want to seat in the epiphysis component. There is evidence of damage to the locking mechanism.

Manufacturer narrative:
Examination of the returned sample by a depuy (B)(4) supplier confirmed the complaint. The product was damaged during use. A depuy france supplier reviewed the device history records and found the product conformed to the required specifications and found no manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the provided product and lot combination. The analysis did not observe any product failure. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.